Manufacturer narrative:
An abbott field service engineer (fse) was dispatched due to the customer reporting falsely depressed sodium, potassium, and calcium results on the alinity c processing module, serial number(B)(6). Through an extensive investigation, the fse found buildup on the cuvette washer. The fse cleaned the cuvette wash nozzle #1, #4, #5, part number c-35016770-01, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry(B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased calcium (ca+) and sodium (na+) results for several patients, which were questioned by a physician, on an alinity c analyzer. The following data was provided (customer¿s reference range for ca+ is 8.4-10.0 mg/dl and for na+ is 135-145 mmol/l): sample ID (B)(6); initial ca+ result was 3.5, repeat was 9.7 mg/dl. Sample ID (B)(6); initial ca+ result was 5.2, repeat was 9.2 mg/dl. Patient #2 initial ca+ result was 5.2, repeat was 9.5 mg/dl. Patient #5 initial ca+ result was 3.5, repeat was 10.1 mg/dl. Sample ID: (B)(6); initial na+ result was 116, repeat was 139 mmol/l. Sample ID: (B)(6); initial na+ result was 116, repeat was 137 mmol/l. Sample ID: (B)(6); initial na+ result was 105, repeat was 139 mmol/l. Sample ID: (B)(6); initial na+ result was 119, repeat was 139 mmol/l. No known patient treatment was reported. There was no impact to patient management reported.